Event description:
It was reported that during the lap adrenalectomy procedure, after approx 30 mins of use, the instrument gave a solid tone and after troubleshooting, was no longer working. Another instrument was used to complete the procedure. No pt consequence.

Manufacturer narrative:
H6: cracked blade. Analysis summary: the analysis results found that the lcsk5 device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade (lockout) later in the procedure. Therefore, the instructional insert states: (scratches on the blade may lead to premature blade failure). Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.